Event description:
It was reported that during setup and inspection for use, the broncho videoscope experienced a blackout when the angulation was adjusted. No patient involvement was reported.

Manufacturer narrative:
Based on the completed investigation, the malfunction is likely due to damage or deterioration of parts, environmental factors such as dust, dirt, or humidity, optical issues, overheating, or electrical problems such as signal loss or open circuits. The root cause could not be definitively determined; however, the issue is most likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.